Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away. The cause of death was reported to be natural causes. It was not reported if pd therapy was ongoing until the time of the death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4): it was reported that the cause of death was cardiac dysrhythmia. The patient was reported to have a significant medical history of severe heart disease. After further investigation it was determined baxter pd single-use devices are no longer suspect products for the event.should additional relevant information become available, a supplemental report will be submitted.